Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use nicked / gouged / wear and has fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the impactor instrument fractured while impacting the femoral trial. There was no patient impact and no adverse events have been reported as a result of the malfunction.